Event description:
It was reported that when the lead was removed from the packaging, the helix on the lead was extended. The lead was attempted to be implanted but no measurements could be made. A second lead was opened but the helix was extended on that lead as well. A third lead was returned to the manufacturer with no information along with the other two leads. This lead subsequently tested out of specification during manufacturer's analysis. Follow up information indicated that this third lead was not implanted as it also had an extended helix when the package was opened. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. . Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism. (B)(4). The full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism. (B)(4). The full lead was returned and analysis found that the lead was stretched. The inner insulation was kinked buckled and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant and that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the lead was removed from the packaging, the helix on the lead was extended. The lead was attempted to be implanted but no measurements could be made. A second lead was opened but the helix was extended on that lead as well. The leads were not implanted. No patient complications have been reported as a result of this event.